Manufacturer narrative:
D1: brand name - added as a result of additional information received. D2: common device name - added as a result of additional information received. D4: catalog number, expiration date, UDI - added as a result of additional information received. H4: device manufacture date - added as a result of additional information received. H6: method code 3331 - added as a result of DHR review.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak.

Event description:
It was reported that on 1-jan-2020, fsa received a call from a physician to report a possible type I endoleak. The device was originally implanted in (B)(6) 2017. It was reported that the aneurysm was 8cm in diameter. The patient underwent reintervention on (B)(6) 2020. The patient had a type ii endoleak and a leak from the inferior mesenteric artery, which was successfully coil embolized. There was also a possible type I endoleak, so the physician added an aortic cuff and implanted stents in the renal arteries, taking the cuff just below the superior mesenteric artery. The patient tolerated the procedure.